Manufacturer narrative:
The central processing unit(cpu)/spo2 stack assembly was returned to zoll medical corporation. The customer's report was verified and attributed to having the incorrect application software loaded. The correct cpu/spo2 stack assembly software was installed to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.